Manufacturer narrative:
(B)(4). Irritation, nose. Reference: 2084725-2009-00559, 00561, 00564, 00566, 00567.

Event description:
A report was rec'd that some employees had adverse reactions when in contact with cidex opa during manual high level disinfection. This is the report for the second employee. No medical attention or treatment was needed. The symptoms were reported as cough and nose irritation lasting about 2 hours and a headache the next day that lasted about 6 hours. The employee was reported as wearing ppe. No medical attention or treatment was needed. The air exchanges were not measured, however, the room is well ventilated.